Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. The unit returned has a kink in the lap joint, as part of overall visual revision. A hole was encountered in the lap joint area of the sheath. Impedance testing shows a good unit wave form. It was observed that the catheter leaked when the it was flushed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2016. It was reported that lost image occurred. During procedure, an opticross¿ imaging catheter was used to view the target lesion. However, it was noted that during post intravascular ultrasound (ivus), the image disappeared suddenly during manipulation. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status is good. However, device analysis revealed a hole that was encountered in the lap joint area of the sheath.